Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part is not available for further evaluation.

Event description:
A customer contacted physio-control to report that their device has damaged therapy connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.